Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and complex reg pain syndrome type I. It was reported that the consumer was calling in regards to a device recall for their implantable neurostimulator (ins). The patient was implanted with the scs because their right arm was paralyzed and the scs helped them use it. It was reported that the implanting health care professional (hcp) was experimenting on the patient and had implanted the patient for the wrong reason. It was reported that it must have worked though because the patient could use their arm now. It was reported that the leads were implanted in the c2 area of their back and were close to the patient¿s brain. It was noted that the ins was implanted in the left butt cheek. It was reported that last (B)(6) 2016) somebody found the patient face down in the grass at 5 in the morning but the patient did not know how they got there. The patient stated that they began having seizures and was foaming at the mouth. It was reported that the patient had not been breathing. The person who found the patient had stated that the patient¿s heart stopped and they had died. The patient had been revived. During this the patient¿s nose ring had been ripped out, leaving a scar. The patient also thought that they had been intubated wrong because their voice had never been the same. Because of the seizures the patient was induced into a coma from (B)(6) 2016 to (B)(6) 2016. It was stated that the patient was not sure if these were related to the scs system because it might be because the leads were implanted so close to the brain and the patient may have been overstimulated. It was stated that the leads were implanted up the patient¿s back on the left side of their spine. There was a 5 inch incision where the leads were wired to rods under the patient¿s skin. The patient was in a neck brace for 9 months to allow the leads to scar into place. It was reported that this worked because the leads had not moved. The patient reported that they did not have a managing health care professional (hcp). Hcp listings were provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.